Event description:
Boston scientific received info that this lead has dislodged, which led to pacing inhibition for greater than four seconds, as well as no recorded blood pressure, and the need for external pacing. This lead was explanted and a new lead was successfully implanted in its place without incident. No add'l info is available at this time. If add'l info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.